Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was completely destroyed and was unable to power up from the blank display. Unable to perform the displacement test, active current test, sleep current test, and self-test due to complete destruction of the device. The pump was cut open for visual inspection and found cracked lcd glass, bleeding, broken pcba 1, cracked u4 chip u5 chip, u6 chip, u7 chip and u8 chips on the pcba 2, missing force sensor flex cable, missing motor gear, damaged motor slide sleeve, damaged harness assembly vibrator, missing end cap. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection of the complete destruction of the device: scratched case, overlay scratched, keypad overlay texture damage, warped battery tube, damaged aa battery. Cracked belt clip rails. Cosmetic damage was confirmed during analysis. Complete destruction of the device was noted. Blank display was confirmed due to the complete destruction of the device during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.